Event description:
The surgeon inserted the icm125v4 12.5mm implantable collamer lens on (B)(6) 2012 and the lens was removed on (B)(6) 2012 due to excessive vault. The lens was exchanged for a shorter length lens and this resolved the problem.

Manufacturer narrative:
(B)(4): visual inspection of the returned lens showed it was returned dry and a haptic was broken. A lens work order search was performed and there were no similar complaints within the work order. Medical review: according to use fmea (failure modes and effect analysis), it has been determined that the inadequate vault is a consequence of wrong lens use failure mode (i.e. Improper white to white measurements, variability of the with to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus or ciliary sulcus cyst). A high than ideal vaulting in absence of sign and/or symptoms does not need an exchange. However, the surgeon may decide to exchange if he determines tha this condition may affect the outcome of the patient's vision. (B)(4).

Manufacturer narrative:
Surgical procedure, secondary. Lens vault, excessive. (B)(4).